Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and selftest. Pump trace download analysis confirmed the pump alarmed replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool and confirmed replace battery alerts due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unit received with cracked reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, partially peeling off display window cover, pillowing keypad overlay, cracked select button on keypad overlay, faded serial number label, peeling serial number label and slightly peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that he had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer reported that he was changing battery every four to five hours, and was receiving low battery alarm before replace battery now alarm. The customer¿s high blood glucose level was treated with manual injection. The customer was advised that the device would be replaced. Customer agreed to return the insulin pump for analysis.